Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: device expiration date: unknown. H4: device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced needle through catheter while introducing catheter. The following information was provided by the initial reporter: customer pulled back the needle and made an attempt to re-engage the needle into the catheter. Needle poked through catheter. Entire device was pulled out in the end where hole was revealed.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced needle through catheter while introducing catheter. The following information was provided by the initial reporter: customer pulled back the needle and made an attempt to re-engage the needle into the catheter. Needle poked through catheter. Entire device was pulled out in the end where hole was revealed.